Event description:
A surgeon reports dissatisfaction with pt outcomes. Info provided by the surgeon indicates this pt received a bilateral lasik treatment. At 3 months post-op this pt exhibited an overcorrection in the left eye. It is unclear if the surgeon feels this pt is harmed or injured, however, the surgeon has declined to provide any additional info. This report is for the left eye, the right eye is being reported under manufacturer report # 1061857-2009-00091.

Manufacturer narrative:
A surgery database performance verification was performed on this laser system. The analysis determined the laser performance factors analyzed were operating within specification during the time of this pt's surgery. During the on-site investigation, the engineer was unable to find any issues with the laser and completed a successful system verification to specifications.